Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the cartridge leaked after loading filling with insulin. Reportedly, the issue occurred with multiple cartridges. Cartridge changes were performed resolving the issues. Blood glucose level was not impacted.